Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was placed deeper because the ipg broke down tissue and surface. It was noted that there was no skin breakage. The patient was doing well post-operatively.